Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system drawers failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer 2 was not detected on the bus, despite having power and lights on board. A field service engineer attempted to reseat the pyxibus cable and power cycle the device, but the drawer remained undetected. The issue was traced to a faulty power management controller board (pmc). The engineer replaced the pmc board in drawer 2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.